Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer¿s blood glucose level was not impacted. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.